Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure conformation test". The patient's medical history included recurrent abortion (2 miscarriages: 1978 and 1980.) And stillbirth (1990). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). The patient was treated with surgery (hysterectomy (partial) on (B)(6) 2017). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered anaemia, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received: case become incident. Event injury nos deleted. Abnormal bleeding (vaginal, menorrhagia), anemia, dysmenorrhea, pelvic pain were added. Event onset date, reporters, medical history demographics, insertion date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.